Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial and moisture on the lens. Visual inspection found the lens optic torn and the haptic broken. Corrected data: h6 -medical device problem code 1494: off-label use (acd < 3.0mm). H6 - result code: 114 should have been 213 in initial medwatch report, but will be kept as 114 in current supplemental due to product evaluation. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/2.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault . This exchange resolved the problem.

Manufacturer narrative:
Corrected data: b5 - "this exchange resolved the problem" should be corrected to "this explant resolved the problem". Claim#:(B)(4).